Event description:
Patient called to report an adverse event and product issue with her medtronic interstim device she had implanted in 2012 for overactive bladder. Patient stated sometime around 2013 or 2014 she started experiencing problems with the device heating up and not performing correctly. Patient stated one time it got so hot it felt like her insides were burning for about 5 minutes. Patient said her skin got really dry from the device overheating. Patient stated she told her doctor, but they didn¿t believe the device was overheating, however she had the device explanted in the summer of 2015 because it wasn¿t working.